Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review indicates that the femoral component exhibits radiolucency at the metal-bone and cement bone interfaces consistent with loosening. Radiolucency is also present in the tibial component suggesting loosening of the tibial component. The femoral component appears to have proximally migrated and there is malposition of the femoral stem. There is possible subsidence of the tibial tray. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a right total knee arthroplasty. It was further reported the patient's radiograph showed a femoral component to be grossly loose. Subsequently, the patient underwent a revision procedure. The surgeon noted that the right femur is 5 cm shorter than the left. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a radiograph showed a femoral component to be grossly loose. Attempts have been made and no further information has been provide